Manufacturer narrative:
Update section f10.  Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the cause of the migration cannot be confirmed, however, investigation results suggest/indicate that procedural factors (incorrect annulus measurement, poor initial thv apposition (unknown reasons), less than nominal volume, and possible valve recoil) may have contributed to the valve migration into the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in canada, during a transfemoral tavr with a 26mm sapien 3 valve in the aortic position, the valve was deployed with nominal volume -1cc. Post inflation, the 26mm valve appeared to ¿recoil¿ and did not remain in contact with the left coronary cusp. The valve migrated toward the aortic annulus. The valve did not completely embolize, but notable paravalvular leak (pvl) was observed. A decision was made to implant a second 26mm valve lower to seal the pvl. The patient left the operating room in stable condition. Per medical opinion, causative factors may include incorrect annulus measurement, poor initial thv apposition (unknown reasons), and nominal volume adjustment. Valve recoil could be a causative factor as well, as seen after reviewing captured cine imaging.